Manufacturer narrative:
The injection physician was not willing to provide his opinion on causality and seriousness. The initial information received on (B)(6) 2016 was just reported as knee pain and it was assessed as not serious and not-reportable. The injection physician's clinic requested us to perform the patient's synovial fluid testing on (B)(6) 2016. The test was outsourced. Laboratory results of synovial fluid received on (B)(6) 2016 were assessed as serious and reportable. According to the injection physician on (B)(6) 2016, it is suspected of pseudogout from the laboratory results. The manufacturer's medical doctor's comment: this case is most likely to be considered as infectious arthritis, even though calcium pyrophosphate crystal was observed, based on the result of 1) the fact that leukocyte was over 80000 and neutrophil was over 90%, 2) puslike cloudy synovial fluid, and 3) the patient's condition that she needed to see the injection physician the next day, 3rd, 4th and 5th day after the injection.

Event description:
(B)(6) 2016 - a (B)(6) female patient, who had hyaluronic acid injections for a long time, had the last injection of artz dispo to the knee for osteoarthritis. (B)(6) 2016 - she visited the doctor's office and complained that she had severe pain and could not sleep. (B)(6) 2016 - she visited the doctor's office. (B)(6) 2016 - she visited the doctor's office. (B)(6) 2016 - she visited the doctor's office. (B)(6) 2016 - she visited the doctor's office. Her synovial fluid was aspirated and sent to perform testing. (B)(6) 2016 - the injection physician received the laboratory results of synovial fluid. The patient condition had improved and artz dispo was restarted on unknown date.

Manufacturer narrative:
Updated data: date received by MFR. The injection physician provided his causality opinion as "unlikely" on (B)(6) 2016. The manufacturer's medical doctor's comment: this case is most likely to be considered as infectious arthritis, even though calcium pyrophosphate crystal was observed, based on the result of the fact that leukocyte was over 80000 and neutrophil was over 90%, puslike cloudy synovial fluid, and the patient's condition that she needed to see the injection physician the next day, 3rd, 4th and 5th day after the injection. Corrected data: grammatical correction: relevant test/laboratory data.

Event description:
On (B)(6) 2016 - a (B)(6) female patient, who had hyaluronic acid injections for a long time, had the last injection of artz dispo to the knee for osteoarthritis. On (B)(6) 2016 - she visited the doctor's office and complained that she had severe pain and could not sleep. On (B)(6) 2016 - she visited the doctor's office. On (B)(6) 2016 - she visited the doctor's office. On (B)(6) 2016 - she visited the doctor's office. On (B)(6) 2016 - she visited the doctor's office. Her synovial fluid was aspirated and sent to perform testing. On (B)(6) 2016 - the injection physician received the laboratory results of synovial fluid. The patient condition had improved and artz dispo was restarted on unknown date.